Event description:
It was reported that bd conventional needle was blocked. The following information was provided by the initial reporter: we found that some of the needles were blocked.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 220418. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples from the lot reported were obtained for evaluation from the manufacturing facility. The retained samples were assembled with a bd discardit 2ml syringe and liquid moved through the cannulas normally with no signs of clogging observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Based on the provided feedback, we understand that an issue regarding a clogged needle took place. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present, and the needle is automatically rejected. Additional inspections for occlusion are also completed after assembly. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.